Manufacturer narrative:
The report of an overinfusion could not be confirmed. No product or event logs have been returned for this investigation. The root cause was not identified.

Event description:
The customer provided a vague report that a heparin over infusion had occurred about one year ago in the adult ICU. The facility's investigation showed that the event was caused by a programming error and there were no equipment issues. There was no report of any patient harm.